Event description:
Caller reported inform system neonate results of 27 mg/dl and 72 mg/dl within 10 minutes. No adverse event was reported. The customer claims they have multiple lots of strips at the hospital. It is unlikely the customer will be able to locate exact vial to send back. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.